Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the wireless footswitch (wfs) was not functioning due to being unable to charge. The fse replaced the wfs and the base station which returned the device to good working order. The wfs and base station were sent for failure analysis; the cause of the base station failure could not be conclusively determined by the supplier¿s part analysis, however the analysis of the wfs concluded that the charging connector pins were damaged, which would prevent the wfs from charging. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the electrical component issue occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes have been updated as per the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was defective. The device was not in clinical use at the time of event. No harm has been reported to philips. A philips field service engineer (fse ) inspected the system onsite and replaced the wireless footswitch and the wireless footswitch base which returned the device to use in good working order.